Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device was not returned to depuy synthes for evaluation, however photos were provided for review. Review of the provided photos reveled the tip of the drill bit d2.5 x 170 mm was found broken, therefore the report allegation can be confirmed. Based on the provided evidence, it was not possible to confirm that any broken fragment of the drill was left on patient's body. In order to confirm an embedded condition on patient xray/photographic evidence is required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed.

Event description:
It was reported that the drill bit broke/snapped while pre drilling for a screw, fragment was unable to be retrieved, there was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.